Event description:
A report was received that a pt is having difficulty charging her ipg and the bsn sales rep suspects that the ipg has flipped in the pocket. A fluoroscopy was taken and appears to suggest that the ipg has not flipped. The physician has recommended that the pt undergo a pocket revision procedure.